Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse ran universal surgical manipulator (usm) checks on all four arms. All checks and test drive passed successfully with no issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that the universal surgical manipulator 4 experienced drifting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the arm did stop drifting. It was drifting for a while but they ran the diagnostics and there were not any errors that popped up. Last time it happened they had to change out the arm but the system seems to be working okay.